Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (thermal damage) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery had thermal damage on the connector. The root cause for the thermal damaged could not be positively identified. No adverse event resulted from the damaged battery.